Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had a critical pump error. The customer's blood glucose level was 112 mg/dl. The customer reported that the screen of the insulin pump showed the image of the book with an x. The customer was advised that the pump will need to be replaced. The customer was advised to disconnect the insulin pump and revert to back up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with blank display due to corroded electronic assemblies. Device received with corroded battery tube and corroded motor home switch. Unable to verify critical pump error alarm due to blank display. Device pump received with cracked case behind the insulin pump near the battery tube compartment and cracked battery tube threads.